Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's grey cable insulation was partially torn off. The issue occurred before a diagnostic colonoscopy procedure, that was completed with a similar device. There was no patient harm reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "grey cable insulation partially torn off" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable unit is depressed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.